Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was returned for investigation. Evaluation: it was discovered that the rtv material used for dielectric strength isolation in the high voltage section of the power supply has not provided enough insulation between components. High voltage arching occurred and has caused the power supply to burn and malfunction. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported power failure leads to the device stopping working during procedure. However, no harm occurred to the patient, user or third party.